Manufacturer narrative:
(B)(4). Event description continued: a compression bandage was applied at the site. After removing the 18f procedural sheath from the rcfa, when the knots were advanced to the vessel, visible bleeding remained. Via the right brachial artery a non-abbott balloon catheter was introduced and inflated to stop further bleeding. A tfe polymer pledget was used to cover the sutures and close the hole in the vessel wall. Hemostatic gauze was introduced into the subcutaneous tissue tract; after the non-abbott balloon catheter was deflated no visible bleeding was observed. A compression bandage was applied at the site. After the procedure two units of packed red blood cells and protamine to reverse the anticoagulant effects of heparin were given. One day later, the compression bandages were removed revealing a hematoma had developed on both groins. No special treatment for the hematoma was performed. The patient was reported to be fine. Although the procedure was performed under general anesthesia, the level of anesthesia was not changed due to the reported experience with the prostar xl devices. Hospitalization of the patient was prolonged due to the reported experience. The operator was reported to be in-training using the preclose technique and in-training in the use of the prostar xl device. No additional information was provided. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other prostar xl device was filed under a separate medwatch manufacturer report.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. The prostar xl device was reportedly introduced into the 8f sized access site. Per the indications for use section of the instructions for use (IFU) the prostar xl 10f pvs system is designed for use in conjunction with 8.5 to 24f sheaths. In addition the IFU states under the special patient populations section that the safety and effectiveness of the prostar xl pvs system have not been established for patients with introducer sheaths less than 8.5f or greater than 24f during the catheterization procedure. A review of the lot history record revealed no non-conformances related to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that prior to an endovascular aneurysm repair (evar) procedure, pre-close placement of the sutures was achieved of a mildly tortuous left and right common femoral arteries (lcfa & rcfa) using prostar xl devices. Reportedly, the left subcutaneous tissue tract was prepared for the procedure uneventfully. A prostar xl device was introduced into the 8f sized access site via the lcfa with needle deployment reportedly easily performed. The sutures were set to the side, the prostar xl device was removed, and a 10f sheath was inserted into the vessel, which was replaced with a 13f sheath. Reportedly, during preparation of the right subcutaneous tissue tract, fascia and the vessel were injured. When the prostar xl device was introduced into the 8f sized rcfa access site the bleeding stopped. Serial dilatation of the rcfa site was performed from an 8f sheath to a 13f sheath, a 14 f sheath, and then to an 18f sheath to accommodate the evar device delivery catheter. After the evar procedure, the knots were advanced to the lcfa with good results; however, when the knot pusher was used to tighten the knot, for an unknown reason arterial bleeding occurred. To stop further bleeding, arterial access was gained via the right brachial artery and a non-abbott balloon catheter was introduced and inflated. A tetrafluoroethylene (tfe) polymer pledget was applied to cover the sutures and close the hole in the vessel wall. Hemostatic gauze (tabotamp) was introduced into the subcutaneous tissue tract; after the non-abbott balloon catheter was deflated no visible bleeding was observed.